Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported 2 false positive flu b results. A total of 4 tests were performed. The customer communicated the results were confirmed by alternate testing method (method unknown).